Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 7f sheath (model unknown). There were 2 sheath exchanges for this procedure. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5 to 7mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was discharged to home the same day with no complications noted. It was reported that on (B)(6) 2013, one day post procedure, the patient called her physician's office due to pain at the procedure access site. The patient was instructed to go to the emergency room. On (B)(6) 2013, the patient went into the physician's office where a "baseball sized" hematoma with pink ooze at the access site was noted. The patient stated that she had not gone to the emergency room to be treated. The physician changed the dressing over the patient's access site and held manual compression (unknown duration) which did not resolve the hematoma. Drainage of the access site was performed and oral antibiotics were prescribed. The patient was sent home with instructions to return to the physician's office on (B)(6) 2013 for follow up appointments. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1315605) indicated that the device lot met all established performance criteria prior to shipment.